Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1056t implantable pacing lead (B)(6) 2008; 1580 competitor implantable tachy lead (B)(6) 2008. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available, the programmer save to disk data for file shows data - ventricular sensing episodes #2 and #3 with missing egm waveforms on (B)(6) 2012. (B)(4).

Event description:
It was reported that the device recorded a non-sustained ventricular tachycardia that lasted long but the interval plot showed the rates were slower than the detection rates. Also, the electrogram recording never started so the episode was entirely made up of marker and interval data and on the programmer the interval plot for the episode had the notation that ¿entire episode not shown due to display limitation. Select print to view entire strip¿ so only the front end of the episode was displayed. The device is still in use. No patient complications have been reported as a result of this event.